Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a shortened battery life issue and a battery compartment crack with evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be investigated due to a separate issue. A battery compartment crack was discovered during evaluation. Moisture was observed within the battery compartment. A battery cap was not returned with the pump; a test battery cap was used for further testing. The test battery cap was unable to properly secure to the pump. Leak testing confirmed a battery compartment leak at the identified crack. An intermittent power issue was experienced during investigation, inhibiting pump performance testing. There was no evidence of moisture damage to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.